Manufacturer narrative:
The field service engineer (fse) was at the customer site on 01/08/2016. The fse found a loose tubing from color gravity module (cgm) to syringe. The fse reattached the tubing and secured it with a tie down to resolve the reported problem. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported an uncontained fluid leak of 100 ml from the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.